Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a transmitter issue. The user reported receiving frequent requests to calibrate the sensor using multiple sensors. In addition, it was reported that transmitter out of range alarms had been received. During the call with the reporter, customer technical support confirmed that the user was using the product per instruction and no training misuse issues were identified. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user to miss their blood glucose (bg) trending and fail to react to any potential bg excursions.